Manufacturer narrative:
H6: c19: the primary reported failure mode, related to stent dislodgement, was confirmed during engineering evaluation. While it was unable to be confirmed during imaging evaluation of the available clinical item, the imaging evaluation did observe a stent located in a vessel in a lower leg; this observation is consistent with the primary reported failure mode. As reported, the device was initially advanced too far and the physician pulled it back into the sheath; the device then displaced within the sheath and ultimately dislodged during a withdrawal attempt and travelled into the left posterior tibial artery. Per the device instructions for use (IFU), withdrawing a fully introduced device back into the introducer sheath can cause dislocation and/or dislodgement and damage to the endoprosthesis. Therefore, the root cause of the primary reported failure mode can be attributed to the reasonably foreseeable misuse of withdrawing an introduced device back into the introducer sheath. The gore® viabahn® vbx balloon expandable instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail. The IFU includes the following warning: "do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath can cause dislocation and/or dislodgement and damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation which may result in vessel damage and/or ischemia, potentially requiring surgical intervention. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem."

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with gore® viabahn® vbx balloon expandable endoprosthesis to treat renal artery rupture. A gore® viabahn endoprosthesis with heparin bioactive surface was successfully implanted in target lesion. As the flow still remained, the physician planned to implant gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) to cover the remaining. The vbx device was advanced too further, therefore, the physician pulled the device a bit back. Then it was found that the vbx device was displaced, but within sheath. When removing the vbx device and sheath, it fell into left posterior tibial artery. Since there was no impact to patient, the device was left inside the patient. The patient tolerated the procedure.